Manufacturer narrative:
Concomitant: a7700-23 mechanical valve implanted: 1987-(B)(6).

Event description:
It was reported that the myocardial lead is completely fractured. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.